Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injection. The customer states the device had fallen out of their hands and hit the bathroom floor. The customer states the drive support cap is sticking out. The customer was advised that he device would have to be replaced and returned for analysis. The customer states they have a spare pump to use. The customer declined to return the device and will be using their spare pump. The customer was advised to call if they need any assistance with setting the pump.